Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08261. The pt received the scs system on (B)(6) 2011. It was reported that the pt felt over stimulation. The device was turned off for a week and a half as the intensity was unbearable for the pt. While the pt was at work, the stimulation turned back on by itself in a high intensity. The device was reprogrammed and the pt felt intense stimulation when leaned back. No further info is available at this time.